Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
Lap umbilical hernia repair performed. Opened unit and it failed to fire. Tried again and the device fired, however, did not close and stayed open. Retrieved staple and opened another unit from a different lot number. This device was used with no issues. Case completed with no adverse event to patient. Surgical delay of no more than 10 minutes.

Manufacturer narrative:
(B)(4). Batch # p92947. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 11 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.